Event description:
It was reported that during a trial procedure the spinal cord stimulation (scs) lead had high impedances. After wiping the lead tail and re inserting to the cable box multiple times, moving the lead and placing into the other or cable box impedances remained. The lead was replaced with another lead which did not show up with any high impedances.